Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had increasing shock impedances. The ICD was reprogrammed to the configuration with the lowest impedances. The physician reportedly planned to continue to monitor the patient via remote monitoring. The rv lead and ICD remain in service. No adverse patient effects were reported.